Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the device jammed while on a vessel. The first clip did not come out properly and tore a vessel. Also, the clip counter right before the incident, indicating 18 and then dropped to 12.